Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient went for routine labs on (B)(6) 2019 and was found to have hemoglobin (hgb) 6.0 g/dl and hematocrit 19.8 % (hct). The patient reported feeling dizzy and was then instructed to present to hospital for admission of gastrointestinal bleeding (gi) workup. While in the emergency department (ed), the patient was given 1 unit of packed red blood cells (prbcs) on (B)(6) 2019 and admitted. Upon admission, the patient was started on protonix drops and planned for scope. Gi consulted regarding melena and anemia. The patient received 2 more units of prbcs. Push enteroscopy on (B)(6) 2019 and received 1unit of prbc. Endoscopy showed bleeding lesion in area of papilla; apg with good hemostasis, no further evidence of bleeding, no additional arteriovenous malformation (avm) or lesions seen. Feeling much better after transfusions with hgb up to 8 and hemodynamically stable. Proton pump inhibitors (ppi) drops to be stopped. Clinical diagnostic laboratory procedure to be done. Type of treatment and actions performed for this event included hospitalization; changes to medication and blood transfusion. The event reported to have resolved on (B)(6) 2019. No additional information provided.